Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Event description:
White handle broke.

Manufacturer narrative:
Examination of the returned product confirmed a portion of the while handle broke off. The cause is attributed to misuse and heavy usage. The lot number indicates the instrument was manufactured in september of 2011. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.